Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the sensing dropped and the thresholds increased due to possible rv lead dislodgment. The lead was no longer capturing at max output. On (B)(6) 2019, the lead was repositioned. Patient is not dependent and does not v pace at all. The patient condition was stable.